Event description:
A vague report was received that the pump appeared to be operating but did not deliver any solution with epidural anesthetic use. The infusion pump was removed from the pt and there was no medical or surgical intervention.